Manufacturer narrative:
Batch review performed on 11-apr-2023: lot 2237498: (B)(4) manufactured and released on 24-nov-2022. Expiration date: 2027-11-08. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported case during the period of review. Additional device involved: batch review performed on 11-apr-2023: liner: impact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot 2241223: (B)(4) manufactured and released on 01-dec-2022. Expiration date: 2027-11-13. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported case during the period of review.

Event description:
During the post-op recovery, the patient sustained a joint luxation. The surgeon revised successfully all the hip system the same day of primary. The patient was not tensioned enough during primary surgery due to inability to accurately gauge rom.